Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 400 to 500mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low battery and low reservoir alarms. The caller did not have any supplies to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.